Event description:
An incident report was received through the kimberly-clark field sales representative from the end user facility. Prior to placement of a tracheostomy tube, the physician decided to bronchoscope the patient. The physician found a partial piece of catheter three inches in length, in the pt's lung which had turned white. The origin and length of time within the pt's lung was not known. Kimberly-clark or ballard medical has no first hand knowledge of the allegations, but is relaying information received from outside sources pursuant to federal regulations.

Manufacturer narrative:
The user facility stated that they have shipped the catheter piece to kimberly-clark / ballard medical fore evaluation. However, the catheter piece has not arrived. The remainder of the catheter was discarded by the end user. The physician located the catheter piece prior to conducting a tracheostomy procedure. The catalog code referenced by the user facility is designated for use with an endotracheal tube. The end user stated that they wanted to confirm if the catheter had either been cut or bitten and how long the piece had to be in the patient's lung before turning white. Inspection of the catheter piece at the user facility by the kimberly-clark field representative did not show any bite marks. The facility stated that their practice includes trimming the length of the endotracheal tube, a catheter piece from a lung has typically been the result of the end user trimming the endotracheal tube and neglecting to fully withdraw the trach care catheter in this case, user error causes the event. There is a boxed, highlighted warning statement within the directions for use. "Fully withdraw trach care catheter before cutting endotracheal tube otherwise the catheter may also be cut". A supplemental report will be submitted if, after receipt of the catheter piece and thorough evaluation, the piece does not confirm cutting.